Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced insecure jamming. The following information was provided by the initial reporter: black rubber inside the plunger is loose, bent.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 19-jul-2022. H6: investigation summary: sample and photo received for investigation. Upon visual inspection of the image, jammed stopper can be observed. Physical sample was evaluated, it was observed the stopper was not assembled correctly, after further evaluation the plunger appears broken/damaged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process due to jammed parts. Preventative actions were taken in the plunger- stopper-barrel assembly station.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced insecure jamming. The following information was provided by the initial reporter: black rubber inside the plunger is loose, bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).